Event description:
Reporter alleged blood glucose measured 66, 126, 108, & 85 mg/dl when all tests were performed within 10 mins. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.